Event description:
Additional information. The patient had not had any additional "in the box" error messages. It was noted it was more difficult to locate the device without using the al feature though.

Event description:
It was reported there was an 'in the box' message, and the stimulation could not be adjusted. The 'in the box' event occurred after the patient conducted his 2nd or 3rd recharge session with the device. The message was cleared by interrogating the device with a physician programmer. When the device was interrogated there were no error messages and all programming was intact. It was noted the patient was not around any notable electromagnetic interference (emi) at work. Less than a week after the first error was cleared, the patient had a 2nd 'in the box' event. The patient estimated he had recharged the device 2 times since the first 'in the box' event. The 2nd 'in the box' message was cleared successfully, and the device interrogated normally without any messages or error codes. About 10 days after the 2nd 'in the box' message was cleared, the patient had a 3rd 'in the box' event. The 3rd message was cleared successfully. For all 3 'in the box' events the patient used the antenna locate (al) feature prior to recharging. It was noted the patient would also occasionally re-run the al feature in the midst of the recharge session if the coupling dropped below 8 bars. The patient's normal practice was to turn the device off while recharging. For all 3 events after recharging was complete the patient interrogated the device with the patient programmer to turn the device back on and then the 'in the box' message appeared. In the first 2 cases a 'few' minutes passed between ending the recharge session and using the programmer when the error occurred. Despite the message, the patient was still able to feel stimulation and could turn the stimulation on/off with the recharger. The patient programmer could not be used though. In general, the patient had not had any telemetry issues with the recharger or patient programmer. The patient always received some level of coupling since he started doing charge sessions. The patient had seen the 'no telemetry' message on the patient programmer only a few times before, but nothing chronic. Further, when recharging the patient would recharge the device to full. Specifically, the patient charged to the first full indicator just prior to having the 'in the box' issues, however the device was not charged beyond this point (ie to the full indicator which would cause recharging to cease). The patient would hear the beeping from the recharging and he would stop charging if he saw the 'sweaty baby carriage' message. The patient charged ever 4-5 days and usually initiated charging when the battery was in the 25-50% level. Impedances were all within the normal range. After the 3rd 'in the box' event the patient was advised to discontinue using al as part of recharge process to see if the issue would resolve. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3778-60, serial# (B)(4), implanted: (B)(6) 2012; lead model 3778-60, serial# (B)(4), implanted: (B)(6) 2012; recharger model 37754, serial# (B)(4), programmer model 37744, serial# (B)(4).